Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, the left ventricular (lv) lead could not be implanted. Further information was requested but not available. The patient was stable with no reported consequences.